Event description:
During the implantation of the essure device on (B)(6) 2013 I began having sharp pain in my left side, hip and lower back and abdomen pain, I was also having sudden bruises all over my body and I was having "noness" legs. I became having migraines, extreme stomach pain, burning, itching skin and rash, fatigue, extreme mood fluctuations, extreme hair loss, dizziness and insomnia, brain fog, bleeding, inflammation sex pain. I went to the doctor, and they send me a hsg ultrasound. ( patent left fallopian tube. Left tubal occlusion device not within the left fallopian tube ). I end on hysterectomy surgery. (B)(4). Update on (B)(6) 2014: we are waiting for the FDA to stop bayer!